Manufacturer narrative:
. The actual condition of the sample was not determined as it was not available for evaluation. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. All samples met the required specifications. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr3, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. The records showed that the results were passed. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergoes incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, we received a total of 27 of 38 (71%) complaints for the same issue that have occurred during usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. The problem is caused by a user error in which the device was cut during the removal process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that while cutting the tape securing the catheter, the part inserted into the vein was also cut. There was no blood loss. The event occurred in post-operative. The reported event did not result in patient injury or require medical or surgical intervention. There is no direct allegation that the reported device caused or contributed to patient injury or the need for medical intervention. Additional information received on (B)(6) 2025: the piece of the catheter was surgically removed. The patient has returned to a normal condition. The catheter piece was not kept, so it is unavailable for return.